Event description:
A home patient (hp) contacted global technical services (gts) about being in initial drain (I-drain) all night that occurred on the home choice (hc) unit during I-drain. The hp stated the machine has been alarming and in I-drain since yesterday. The technical service representative (tsr) asked hp what the alarm was, the hp stated he does not know anything about the machine. The tsr asked the hp what the display was showing when the machine alarm. The hp stated he does not know. The tsr had hp check the drain volume (dv)=1054ml, 1055ml. The hp stated he did not do therapy last night. The tsr had hp close the transfer set. The hp does not know what that is. The tsr explained the transfer set, hp stated he closed it. The tsr had hp check the patient line for fibrin or air. Hp stated the line looks ok. Tsr had hp move the white clamp down the line, pulled up on lines next to the machine and check the drain line, hp stated they are ok. The tsr had hp start the I drain and open the transfer set, dv=1056ml, 1073ml, 1077ml. The hp asked what he should do with the tubing in his hand. The tsr asked if the hp was still connected to the machine, hp stated no. The tsr had hp press stop, and put a mini cap on the transfer sett then explained the setup and possibly the hp is compromised. The tsr had hp cycle power and end therapy and recommended setting up the machine again, hp stated no, nurses setup and take down the machine for him. Tsr asked hp to call the nurses for help setting up again and for possible contamination of the transfer set. Hp stated he does not have anyone's numbers, hp stated he will talk to rn in am. There was patient involvement but no injury of medical intervention reported.

Manufacturer narrative:
(B)(4). Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint was for a use error - failed to follow therapy steps. From the event description, we can determine that the cause of the complaint was use error. The patient admitted to not following proper procedures as he did not place the minicap on the transfer set while not connected to the homechoice. A label review was performed and states that patients must keep a minicap on the transfer set when not using the machine. The problem and cause was determined.